Event description:
It was stated that the customer passed away. It was stated that the customer experienced low blood glucose levels while driving and was in a car accident. It was also stated that the insulin pump may have been exposed to MRI scans prior to the customer's death.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.